Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient expired during the device replacement procedure (for normal battery depletion (nbd)). Electrically everything was functioning within normal limits during the case, and all connections were appropriate. There was no dropout, or loss of capture (loc) observed at any point. During the case the patient's blood pressure rapidly decreased. CPR was performed and although the patient had normal electrical function, the heart exhibited no mechanical contractility. There were no reported allegations against device performance. This device will remain implanted and will not be returned.